Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and reported problem was partially confirmed; the outer hose was damaged, likely due to mishandling during cleaning. While the e8 error could not be duplicated, the flex circuit of the unit was damaged, which could have caused the reported error. It was concluded that the flex circuit was damaged due to immersion, which is indicative of improper cleaning of the device. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) that there was an error displayed and a damaged hose. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.